Event description:
(B)(4). Reason for original complaint ¿ litigation papers allege the following: the following year (after implant), patient began experiencing constant popping and was in constant pain. In (B)(6) 2004, she was told that she needed a total revision of the implant. She continued to live with the pain rather than undergo a second hip replacement in a two-year time span. On (B)(6) 2007, the hip gave out and she collapsed. On (B)(6) 2007, physician performed iliotibial band release surgery. During the procedure, physician found "copious amount of debris in the tissue" that was debrided. Patient continued to see physician for severe hip pain and was scheduled for a left hip revision. Less than two weeks before the surgery, physician cancelled the surgery. Physician's notes state: "after extensive review and presentation of the case to a local joint replacement conference, there is not a viable surgical option at this point. The surgery is cancelled. Referred to pain management." Update (B)(4) 2015- pfs and medical records received. After review of the medical records for MDR reportability, it was discovered the patient was implanted with a poly liner, not metal. All implants are now being reported for the alleged pain as they cannot be excluded as the cause of the pain. The unknown hip is being changed to a liner.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).